Event description:
During initial implant procedure, increased pacing impedance was observed on the right atrial (ra) lead. Damage to the ra conductor coil was suspected but not confirmed. X- ray imaging was performed but no anomalies were noted. The ra lead was not implanted and a new ra lead was successfully implanted to resolve this event. The patient was stable.

Manufacturer narrative:
The reported events of high pacing impedance and ¿suspected conductor coil break¿ were not confirmed. As received, a complete lead was returned in one piece with the helix found retracted and clogged with blood/ tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.